Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.

Event description:
Reported to siemens by distributor (B)(4): it was reported that the tip of this siemens acunav catheter became "broken/snapped" while in use for a procedure, in the pt. The user was able to safely remove the product without harm to the pt. The case proceeded with a new acunav catheter, customer is requesting a replacement. This is a siemens catheter product distributor by (B)(4). (B)(4).